Event description:
As reported by the field, during a mechanical thrombectomy of the middle cerebral artery occlusion, after the microcatheter was placed at distal of occluded lesion, an embotrap iii 5 mm x 37 mm revascularization device (et309537, 24b031av) was delivered, but could not be advanced as a strong resistance was encountered. The embotrap iii could not pass through the lesion by any means, so it was replaced by a solitaire and was advanced with no issues. The procedure was successfully completed with using the solitaire. There was no negative impact to the patient. The device was used according to the instructions for use (IFU). Other concomitant devices were optimo guiding catheter, phenom microcatheter. When additional information is reported, it will be input as aei.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone (B)(6). The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a mechanical thrombectomy of the middle cerebral artery occlusion, after the microcatheter was placed at distal of occluded lesion, an embotrap iii 5 mm x 37 mm revascularization device (et309537, 24b031av) was delivered, but could not be advanced as a strong resistance was encountered. The embotrap iii could not pass through the lesion by any means, so it was replaced by a solitaire and was advanced with no issues. The procedure was successfully completed with using the solitaire. There was no negative impact to the patient. The device was used according to the instructions for use (IFU). Other concomitant devices were optimo guiding catheter, phenom microcatheter. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.